Manufacturer narrative:
Due to character limitation in e1 event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that while carrying out the fsca#312 for cardiosave intra-aortic balloon pump (iabp) battery #1 was charging, but #2 was not. It was completely dead. It was also noticed that the touch display was not working properly. No patient involved.

Manufacturer narrative:
Updated: b4, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, and investigation conclusions) and h11. Corrected: d5, e1 (event site email), e2, e4. It was also noticed that the touch display was not working properly, it was completely displaced so no logs can be added. Calibrations were not possible because it is defective. The calibration did not pass. When the device is started in normal mode, the following message immediately appears: self-test failed: code 6. The logs cannot be downloaded due to no access to the service menu. The prompt to calibrate the display immediately appears, which is not possible. Unit is out of service. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a